Manufacturer narrative:
Other, one level 1 hotline low flow system was received with the float switch and water tank enclosure stained red, the pump was noisy, both covers were cracked, the heater did not pass electrical testing and the line cord was worn. The water tank was filled, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was unable to be confirmed. The heater, float switch, pump, both covers, heater and line cord were replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing failed to prime on the level 1 hotline low flow system (hl-390). The warmer did not produce any alarms. This product problem was observed during preventative maintenance. There was no patient involvement.